Event description:
The patient had experienced red heart alarms, grinding, increased current draw, and increased motor dust. The biomedical engineer stated that the pump had reached its end of life. On the same day the patient was taken to the or for a pump replacement. The patient remains stable and on lvad support. The device was sent to the MFR for analysis.